Event description:
Caller reported a problem with the t:slim x2 pump battery not charging, and the pump screen was not turning on. The battery charging issue led to a pump shutdown, which caused the customer's blood glucose level to be high, although the specific value was unknown. No corrective actions were taken by the caller to address the high blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.